Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The hcp was able to successfully remove both the pieces of the sensor. A return material authorization (RMA) was issued for the return of the device for further investigation.the sensor was returned for further investigation, and upon receipt, a visual inspection was performed, which confirms that the sensor broke into two pieces, with breakage occurring at the end cap.the potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. No further investigation was found necessary. B4.date of this report 04 december 2024. G3.date received by the manufacturer? 04 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made of an incident where hcp reported that sensor broke into two pieces during removal procedure and both pieces of the broken sensor were successfully removed.the sensor was inserted on 07 april 2024.the user is doing fine.